Manufacturer narrative:
The tech found the account was not able to engage the brakes. The steering caster was stuck in the steer position. The brake/steer detent assembly was cracked and split in half. The tech replaced the detent assembly to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This event occurred after the correction.

Event description:
The account alleged the brakes are not holding.